Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 at 4:30 pm due to a high blood glucose level of over 400 mg/dl, slight ketone poisoning, and chest pain. The customer's blood glucose level at the time of the admission was 379 mg/dl. Her current blood glucose level was 357 mg/dl. It was reported that the customer was in intensive care unit. The customer had heaviness in the chest and her heartbeats were racing. The customer was advised to keep the insulin pump suspended until the doctor instructs otherwise. She was treated with intravenous insulin drip. The customer was assisted in troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.